Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump buttons was not responding and insulin pump was beeping. Customer¿s blood glucose level was 85 mg/dl, 166 mg/dl at the time of incident. Customer state that the insulin pump had blank display. Customer was assisted with self test and it was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan the insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display, audio or beep anomaly or button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to unresponsive button.